Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site's chief of obstetrics and gynecology endoscopic treatment center and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The thermal damage was identified after the procedure. The instrument did not collide with an energy instrument during the procedure. Based on the video review by the clinical sales representative (csr) at the hospital, it was confirmed that there were contamination (blood, thorns, and other dirt, etc.) On the maryland bipolar forceps instrument and due to those contamination a spark occurred. When attempting to make a cut, a spark occurred as the instrument tip was contaminated with bio debris. Right after the spark, thermal damage was visible. Force bipolar and cadiere forceps instruments were in use when the arcing event occurred. The arcing originated from the maryland bipolar forceps instrument. The surgeon believed that the arcing event was due to the bio debris on the maryland bipolar forceps instrument. There was no injury to the patient. Intuitive surgical, inc. (Isi) receives the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode is attributed to the user mishandling and misuse such as insulation degradation and carbonized tissue creating a conductive path. The complaint regarding thermal damage on the resin part of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have thermal damage on the resin parts. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.